Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause for the discordant sodium results was user error. The qc was outside the instrument limits and sodium results were released from the lab during this time. The tsc directed the customer to perform ion-selective electrode calibration and repeat qc. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on an advia 2400 for two patients. The initial results were reported to the physicians. The results were repeated on an alternate system and the corrected results were reported to the physcians. There were no known reports of adverse health consequences or patient intervention due to the discordant sodium results.